Manufacturer narrative:
Based on the claim against the product noting the medium-large clip applier instrument failed to close clips, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci medium-large clip applier instrument to perform failure analysis. The medium-large clip applier instrument was analyzed and found with both grips bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly loaded or released from the grips. The complaint regarding the medium-large clip applier instrument having a failure to close clips was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Additional observation not reported by site: the instrument was found to have dried residue on the clamping pulleys. The probable root cause of severely bent grips with an offset = 0.05¿ is attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. The probable root cause of dried residue is attributed to mishandling/misuse, for example by improper cleaning/reprocessing techniques, such as insufficient flushing. This complaint is considered a reportable malfunction due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument failed to close clips. The procedure was complete with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: according to the doctor, this instrument was used during her procedure and taken out of service due to the failure to close the clip on the bile duct. The initial reporter did not have the exact date of the incident, but it was mid to late march. The instrument was inspected prior to use, and nothing out of the ordinary was observed. The incident occurred during the application of the clip onto the bile duct. The clips were hem-o-lok clips by weck. The size of the clips was medium-large. The clip application was tried once before the issue occurred. The physician is well experienced in using the correct size of clips. Since the instrument was removed from service, there were no other reports of problems. The customer used a backup instrument to resolve the issue. The instrument has been returned. There are no photos and/or videos of this event available for isi review.